Event description:
Additional information was provided by the customer. The customer did not know if the leak tester the facility had been using was validated to be used with the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and additional information provided by the user facility. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. It was likely the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with the instructions for use (IFU). IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ section 5.4 ¿leakage testing of the endoscope¿ of the reprocessing manual informs the user of what leak testers should be used with the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed the user facility was using a hand held leak tester for leak testing instead of the maintenance unit (mu-1) and the leak tester (mb-155). The ess reviewed cleaning and disinfection for this device. The customer was instructed to follow all olympus reprocessing procedures. The user facility was provided with information on the correct equipment to use for leak testing the subject device and is planning on purchasing an olympus leak tester. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service for evis exera iii bronchovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was being reprocessed incorrectly. Additional information was obtained from the user facility. Per the customer, there were no patient infections or positive scope cultures associated with this event. The unknown procedure had been completed with the same device. The scope is leak tested after every use. The device was not repaired by a third party. There were no reports of patient harm associated with this event.